Event description:
The pt was implanted with bi-ventricular support. It was reported by the chief perfusionist that the pt was in the hosp for eval for possible heart transplantation and thrombus formations were noticed in the left pvad ventricle. A decision was made to exchange the pump due to embolic risk.

Manufacturer narrative:
The pt remains on vad support with no further issues reported. The explanted device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.